Event description:
During an in-clinic follow-up, an episode where the device delivered inappropriate therapy in response to an incorrectly interpreted rapid atrial fibrillation was observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.